Event description:
It was reported that during the implant procedure, this access catheter was leaking gas. Subsequently, the procedure was aborted. There were no adverse patient effects as a result of the reported issue. This product is expected for return. Additional information: this product was expected for return; however, it has not been received by boston scientific. Should the device be received, an investigation will be completed, and a supplemental report will be provided.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this access catheter was leaking gas. Subsequently, the procedure was aborted. There were no adverse patient effects as a result of the reported issue. This product is expected for return.